Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a crack around the battery compartment on the insulin pump. Customer tried putting in a new battery but then it turned right back off. Customer tried two batteries. Customer stated that the pump had a weak battery alert that erased his settings and then turned off. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back up plan per health care professional's instructions. No add'l info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.